Event description:
A physician reported that there was a hump in shaft of cutter and was unable to enter through trocar cannula before pars plana vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no information about patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Upon review the hump in the shaft of tip was referring to foreign material on the product and unrelated to bent.

Manufacturer narrative:
Upon further review of the initially reported information, it was confirmed that the hump in the shaft of the cutter referred to foreign material, and this information does not meet the criteria for a reportable malfunction. No further reports will be scheduled under mfg. Report num. 1644019-2024-02029. The manufacturer internal reference number is: (B)(4).